Event description:
During placement of tulip filter, from left femoral access, the filter appeared tipped. Filter was deployed in the infrarenal ivc. The feet of the filter never opened. Films were taken and found that the two feet were crossed on both sides. Attempts were made with an angiographic catheter positioned at the filters crossed legs to open the feet for a safe deployment. After several attempts to open the feet, they were concerned about the filters migration and decided to remove the filter from the jugular approach and place a new jugular filter. There were not any patient complications.